Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and a check settings alarm. The customer's blood glucose reading was 160 mg/dl at the time of incident. Troubleshooting found that the insulin squirts out of the pump during prime. Customer indicated that they have a back up pump and troubleshooting could not resolve the issue. Customer was advised to use their back up pump. No further details given.